Event description:
It was reported that pump displayed malfunction alarm labeled malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and helped reset pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again.